Manufacturer narrative:
Initial reporter city: (B)(4). Device evaluated by MFR.: mustang device 4x4x135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination observed damage to the tip. This type of damage is consistent with the device encountering resistance and the user applying excessive force when attempting to cross a lesion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that balloon inflation failure and leak occurred. Vascular access was obtained utilizing an upper arm approach. The 90% stenosed target lesion was located in the moderately tortuous external iliac artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation, the balloon failed to inflate. When removed, a leak in the contrast media was noticed. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon pinhole.